Event description:
Caller alleged discrepant inratio2 results. Results as follows: date: (B)(6) 2012, (sn (B)(4)) inratio: >7.5, (sn (B)(4)) inratio: 1.3, lab: 1.4. Inratio meter testing was performed within a minute of each other using the same finger stick. Lab draw was taken within a half hour of testing on the inratio meters. The same lot of test strips was used when testing on each meter. Customer was unsure which meter result was obtained first. No patient information was provided. Therapeutic range: unknown.

Manufacturer narrative:
Investigation pending.